Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection revealed minor damage on the sewing cloth consistent with tools used during explant. The leaflets were flexible and intact, in a semi-relaxed position which is a standard finding for this valve as it is processed with the leaflets in a relaxed state. No damage was observed on the leaflets. Hydrodynamic pulse duplication testing with high speed video observation showed normal, full opening and closing leaflet motion with no evidence of leakage at all flow rates/cardiac outputs. Flow through the valve was documented using echocardiography, digital high speed imaging, and flow meter assessment. All commissures were intact. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the analysis, the cause of one of the leaflets not closing properly on the post implant echocardiogram could not be determined. The returned valve was deemed acceptable. H6: coding updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product has been returned, but the device analysis has not yet begun. Conclusion: without the completed product analysis, no definitive conclusion can be made regarding the clinical observation. A supplemental report will be sent when the product analysis has been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 25mm bioprosthetic aortic valve, it was explanted and replaced with a non-medtronic device. The reason for replacement was reported as one of the leaflets not closing properly as shown on post implant echocardiogram. No additional adverse patient effects were reported.